Manufacturer narrative:
Correction: d9 return date product event summary: the afapro28 balloon catheter with lot number 18178 and three image files were returned and analyzed. The attached images show the balloon catheter, the electrical umbilical cable, and the coaxial umbilical cable. No anomalies were identified during external visual inspection of the balloon, shaft, and handle segments. Review of the smart chip data indicated the catheter was used for seven applications on the reported event date. The catheter was recognized and passed electrical integrity and performance testing. The catheter completed the inflation, ablation, and thawing phases with no console system notices generated. No performance issues were identified. The pressure and flow were in range and the temperature curve had no oscillation or overshoot. In conclusion, the reported issue of "the temperature decreased suddenly" was not confirmed during returned product analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, the temperature decreased suddenly and unexpectedly. The balloon catheter, electrical umbilical cable, and coaxial umbilical cable were replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID 203cx (lot: 228263494); product type: cables and accessories; product ID 2035u (lot: g23a10852); product type: cables and accessories; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.